Manufacturer narrative:
Article citation: ventura-abreu, néstor, et al. ¿xen45 real-life evaluation: survival analysis with bleb needling and major revision outcomes.¿ european journal of ophthalmology, 28 apr 2021, p. 112067212110128. Crossref, doi:10.1177/11206721211012847. Age or date of birth: the mean age was 73.7. Implant date: all xen implant surgery occurred between (B)(6) 2016 and (B)(6) 2019. Further information from the author regarding event, product, or patient details has been requested. No additional information is available at this time. The events of glaucoma progression, device migration, iol luxation, bleb related issues, gel stent blockage, and bleb infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
The article "xen45 real-life evaluation: survival analysis with bleb needling and major revision outcomes" noted the serious adverse events of six cases being classified as complete failures. One of these had a bleb infection, and the other 5 required subsequent glaucoma surgery (2 trabeculectomies, 1 express mini shunt placement, 1 required an ahmed valve placement, and 1 xen extraction after complete displacement in the anterior chamber). Surgical bleb revision occurred in seven eyes in the first post-operative year, and 5 gel stent obstructions occurred. The intracameral end of the stent was obstructed by the iris in four eyes and by a vitreous wick in one eye (exfoliation syndrome). Three cases were resolved after the yag laser, and one case required an argon iridoplasty for iris release. In one case, iol luxation into the vitreous cavity and posterior scleral fixation of the iol was performed and five xen stents were malpositioned in the postoperative period after 1 month.